Event description:
It was reported that on (B)(6) 2022, 1 of the 4 zero-p screws was removed because the screw was loose and removing from the implant. The implant was inserted on (B)(6) 2021. The patient had revision surgery on (B)(6) 2022. Patient outcome is unknown. This report is for one (1) 3.0mm ti cerv spine lkng scr 14mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: additional product code: kwq. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.